Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed as a needle to cuff disengagement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received: it was reported that suture placement in a calcified left common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 24f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is being filed under separate medwatch report number.

Event description:
Two proglide devices were used and after pulling the plunger there was no suture present on both devices. It is unknown how hemostasis was achieved. No additional information was provided.